Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation without any attached components. Blood was observed inside the thru-lumen. The thru-lumen was found to be occluded by clotted blood. The balloon was found to be ruptured at the central area around the circumference. The ruptured edges appeared to be different shapes and were not able to match up. As stated in the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." For this catheter the maximum pull force on the inflated balloon is 0.7 lbs. Examination also found that a clear solid material was observed between the proximal winding and the catheter tip and a trace of the material was also found at the balloon inflation lumen port. The substance was evaluated by eds testing and was found to be ¿iodine". No visible damage to the catheter body and windings was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "the balloon did not inflate during use." There were no patient complications reported.